Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device showed signs of operative use as evidenced by superficial markings, with significant damage to the threads of the inner screw. It was noted that the inner set screw has its threads peeled while the inner screw drive feature is slightly damaged. The exact lot number was not legible from the set screw received; therefore, the manufacturing or receiving inspection records could not be reviewed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause cannot be determined. A potential root cause may be cross-threading and damaging thread during insertion. Tightening the set screw while it is cross threaded places an unexpectedly high amount of force on the threads both the inner and outer set screw threads. This can potentially result in damage and/or tearing to the threads of both the set screw and poly-axial screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon was doing final tightening with torque drivers the locking screw and the nut jumped out. Patient consequence? :no.